Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow-up information indicated the lead was replaced due to migration. The issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead was explanted and replaced. The reason for the explant is unknown at this time.